Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery. Reportedly, the ipg was not set into surgery mode prior to the unrelated surgery. As such, surgical intervention occured and the ipg was explanted and replaced to address the issue.